Event description:
"Chamber over filled when connected to water bag." No injury reported. Co has evaluated the returned autofeed humidification chamber. Co was able to reproduce the reported problem. The internal components of the float operating mechanism were observed to be out of position. This had caused the overfilling problem. This problem was present when the product was initially set-up for use. It is not a condition that occurs during use. User instructions include warnings to check water level on setup.